Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). Action taken with dianeal therapy was not reported. During a call with baxter customer services, the following was reported. On an unknown date, the patient experienced peritonitis. The cause of the peritonitis was not reported. On (B)(6) 2012, the patient was hospitalized for the event. Treatment was not reported. On (B)(6) 2012, the patient was discharged from the hospital. The outcome of this peritonitis event was not reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident of use error - break in aseptic technique were unknown. Since, the product code was unknown, the 510(k) number was changed to unknown. Since the lot number is unknown, a batch review was not performed. On (B)(4) 2012, the following information was received from a nurse by global pharmacovigilance. On an unknown date, the patient began treatment with dianeal pd4 ambuflex therapy (1500 ml fill volumes per cycle; 8 cycles daily) intraperitoneally (ip) for automated peritoneal dialysis (apd). On an unknown date, the patient experienced peritonitis manifested by abdominal pain and cloudy effluent. The cause of the peritonitis was a break in aseptic technique (date not reported). On (B)(4) 2012 (previously reported as (B)(4) 2012), the patient was hospitalized for peritonitis. On an unknown date, the patient began treatment for peritonitis with gentamycin (dose, frequency, and route unknown). The patient was retrained on aseptic technique. Dianeal therapy was ongoing. The patient was recovering from the peritonitis event. The nurse stated the event of peritonitis was unrelated to peritoneal dialysis therapy. This report of use error - breach in aseptic technique is confirmed because it was reported by the nurse that there was a break in aseptic technique. However, the assignable cause could not be determined. Instructions related to the prevention of the reported problem are contained in the product labeling, are accurate and sufficient, and easily accessible by the patient. No issues were identified with the product labeling that would contribute to the reported problem.

Manufacturer narrative:
(B)(4). This is report 1 of 4 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted. A review of all batch record documents was performed for associated lot numbers h12g16015 and h12h31111 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.